Manufacturer narrative:
New information added to the following fields: h4 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Though we could confirm a clog of foreign material in device from the information provided, olympus could not identify the foreign material. It is possible that the foreign material remained in the device due to deviation from IFU in device handling (reprocessing). There was no physical damage on the location where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): detection method is described in tjf-q190v operation manual chapter 3 preparation and inspection. Preventive measures are described in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had problems related to reprocessing. Staff had difficulty getting brushes to exit scope. Heavy resistance was encountered. After attempting to get brushes through, a sponge came out of scope. The issue occurred during reprocessing. There were no reports of patient harm.